Event description:
The physician who performed an omni procedure reported that while performing trabeculotomy procedure in the inferior hemisphere, the catheter bent upon feeling resistance. The catheter then severed while retracting it back into the device. The severed portion was retrieved using a micro-forceps.

Manufacturer narrative:
The returned device was carefully evaluated and was determined that there is no evidence that the device design or manufacturing process was the cause of the incident. A review of device lot history and analysis of the most suspected components (i.e., cannula and catheter) concluded that there were no production non-conformances or any other anomalies that would have contributed to this event. Additionally, upon review of the video of the procedure, it was evident that there was no sign of a device defect and that the severing of the microcatheter was due to use error where the microcatheter was manipulated in a way that caused bending and interaction with cannula tip. The IFU provides cautionary statements related to possible kinking or damaging (e.g., severing) of microcatheter should the steps not be correctly performed. Therefore, it is concluded that the probable root cause for this event is likely due to a surgical technique or use error.